Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) levels were elevated; however, no exact bg values were provided. The customer delivered correction boluses to address the bg levels. The customer stated that they only rotate their infusion set site in their abdominal area and may have scar tissue. The customer also alleged there was an underlying pump issue causing the occlusion alarms. Tandem technical support advised the customer to discuss this matter with their healthcare provider. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.